Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness which resulted in a fall and the customer hitting their head. Health care provider treatment for "altered mental state" was reported for a diagnosis of a concussion. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. Low signal was observed on sensor. Data analysis was consistent with the removal of a properly applied and functioning sensor. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness which resulted in a fall and the customer hitting their head. Health care provider treatment for "altered mental state" was reported for a diagnosis of a concussion. No further details were provided. There was no report of death or permanent impairment associated with this event.